Event description:
Reporter stated the customer experienced hyperglycemia of up to "hi" (> 33.3 mmol/l) due to an occlusion within the infusion site. He was in a confused state and not capable of self-treatment, and his mother delivered insulin via syringe. The occlusions have occurred with multiple infusion sites. The alleged product was requested for evaluation, and the customer was sent infusion sets with a longer cannula.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.